Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had a leak in the circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not repeat the alarm. The fse performed a unit checkout. The unit passed all functional and safety tests. Then the unit was cleared for clinical use.